Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. Customer fixed the problem. Customer has been experiencing high blood glucose and no delivery alarms. Customer stated that blood glucose readings have been 196 mg/dl to 236 mg/dl. Customer had a high blood glucose and 911 was call, she was treated by paramedic with a glucose drink. Nothing further reported.